Event description:
Device would not calibrate. Three attempts were made without success. It is believed the device did not calibrate due to a potential perforation of the uterus. If there is a hole in the uterus the carbon dioxide will not release to calibrate the device.